Event description:
The device was returned to the service center with a report from the customer contact that the device gave error message, "problem with battery feed." This does not indicate a reportable malfunction. However, during verification testing at the service center, corrosion from battery leakage was noted in the battery compartment.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.